Event description:
Caller tested 6.3 inr on the coaguchek xs system; she contacted her physician and was advised to go to the hospital. A comparison lab returned as 3.3 inr. Caller states the test strips were likely damaged after being exposed to temperatures in excess of 100 degrees. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.